Manufacturer narrative:
Concomitant medical products: 4193-78 lead implanted: (B)(6) 2006, 5076-45 lead implanted: (B)(6) 2006. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular lead had a confirmed fracture, high impedance and noise. The proximal portion of the lead broke during explant and the remaining portion of the lead was partially explanted, then replaced. No patient complications have been reported as a result of this event.